Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. The insulin was monitored and no unexpected boluses were observed. The insulin pump was also monitored after it was programmed with multiple boluses, and all of the boluses delivered their indicated amounts and were recorded properly in the history of files. After testing, it was concluded that the device operated within specifications.

Event description:
The customer stated that she was hospitalized due to hyperglycemia. The reported blood glucose reading was 308 mg/dl. Troubleshooting was performed and found that the insulin pump alarmed no delivery. The prime test passed. A tubing clamp was not available to perform the high pressure test. The customer was advised to revert to a backup plan to treat her diabetes. Nothing further was reported.